Event description:
A malfunction alarm was reported with no significant events preceding it, and it did not adversely impact the customer¿s blood glucose level. The malfunction code displayed was "malf 0," which was resettable. The customer had not previously reset the pump within the last 24 hours, so technical support provided assistance in resetting the pump. After the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the malfunction recurs.